Event description:
The customer observed a false positive architect total -hcg result for a 25-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 28.31, repeat result was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive architect total b-hcg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found dried serum/crystallization/particles at the pipetting opening for testing. The fsr determined the diverter, load and unload - moulded base (rohs), part number 7-205671-02-021-u, needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.